Manufacturer narrative:
It was reported to abbott, two days after a thoracolumbar trial, the patient went to the ER with neck stiffness, pain and severe headaches. The patient saw their health care provider and had the leads pulled early due to concerns of the stimulator causing the issues. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cau

Event description:
It was reported that the patient experienced neck stiffness, pain and severe headaches following a thoracolumbar trial on (B)(6) 2023. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein both implanted leads were explanted to address the issue. It is unknown which lead was liable.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode trial lead kit, 60cm length, model: 3086, UDI:, serial: (B)(6), batch: a000143056.